Event description:
A remstar auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted an error code present, sd card found, and service is required. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
Manufacturer previously reported: a remstar auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted an error code present, sd card found, and service is required. The device was scrapped by the service center after the evaluation was completed. Correction: this report is incorrect. The evaluation reports no foam particles are present. This report is not reportable.